Event description:
A zoll pt service rep (psr) called zoll customer support to report that a (B)(6) female pt's battery charger was not functioning properly. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (charger not working) has been confirmed. Upon investigation, the battery charger/modem was unable to charge a battery pack. The cause of the failure was isolate to a shorted q1 current-controlling transistor on the charger bedside board. The root cause for the shorted transistor could not be positively identified. No adverse event resulted from the shorted q1 transistor. The pt rec'd a replacement battery charger/modem.